Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. No cartridge was received for investigation therefore no evaluation could be performed for the air bubble allegation.